Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that there was an insulin leak at the adapter luer connection of the infusion device; which resulted in hyperglycemia. At 1:00 pm the patient began to feel abdominal pain and had difficulty breathing. At 2:00 pm the patient went to her gynecologist. The patient was admitted into the gynecology and obstetric department at 2:40 pm. The patient's blood glucose results upon hospital intake were as follows; capillary blood: 31.5 mmol/l and venous blood: 36 mmol/l. While in the hospital, the patient looked down and discovered insulin leaking at the infusion set via the luerlock to the infusion device. The patient was disconnected from her infusion device and was treated with humulin r intravenously through the perfusor. On (B)(6) 2019 the patient had stabilized and received a blood glucose result of 16 mmol/l. It is unknown how long the patient was hospitalized.